Event description:
It was reported to philips that azurion device would not boot up correctly and displayed 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that the flexvision pc was not booting up. The fse replaced the flexvision pc and hard disk. The device was returned to expected functionality.